Event description:
It was reported that a 512hn was about to be used during an unk procedure. It was reported by the affiliate that the gasket was torn when the nurse opened the new package. A new one was opened to complete the case. There was no consequence to the pt.